Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was most likely the result of prosthesis wear initiated by unintended contact between incongruent surfaces of the tibial insert and femoral component secondary to instability of the knee joint, component alignment, and patient-conditions. Having been packaged in a non-conforming vacuum bag for more than five years may also have been contributing factor to the extent of wear noted on the tibial insert. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)). Lgc tibial fit tray cem sz 5f / 4t (cat# 02-012-45-5040 / serial# (B)(4)). Logic femoral ps cem left sz 5 (cat# 02-010-01-0250 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, less than 2 yrs postop the initial tka, the male patient was revised. During the revision, it was found signs of wear on pe insert, signs of chronic synovitis. A new insert implanted, from psc insert 9 mm to insert ps 13 mm (sn (B)(4) insert tibial logic fixe ps t5 13mm). Device will be returned. The final outcome for the patient following the event was reported as unknown.